Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm trifecta valve was implanted on (B)(6) 2016. The patient was admitted on (B)(6) 2022, with left ventricle dysfunction, aortic stenosis, and aortic valve incompetence. On (B)(6) 2022, the patient was taken to the operating room for a replacement procedure of the aortic valve. The 25mm trifecta valve was explanted and replaced with a 25mm non abbott mechanical valve. No patient consequences were reported.

Manufacturer narrative:
An event of explant of the valve after 6 years was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Information from the field did indicate that calcification was present on the valve. The reported calcification could have caused the reported stenosis and regurgitation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6. Medical device problem code 2682 patient-device incompatibility removed.

Event description:
It was reported that a 25mm trifecta valve was implanted on (B)(6) 2016. The patient was admitted on (B)(6) 2022, with left ventricle dysfunction, aortic stenosis, and aortic valve incompetence that was confirmed by an angiogram. The patient was diagnosed with structural valve deterioration due to calcification. The patient's annular dimension was noted as 25mm. On (B)(6) 2022, the patient was taken to the operating room for a replacement procedure of the aortic valve. The 25mm trifecta valve was explanted and replaced with a 25mm non abbott mechanical valve. No patient consequences were reported. It was noted that there was no interaction noted between the stent posts and the patient's anatomy. The patient had remained hemodynamically stable throughout the procedure.